Event description:
The emergency room staff attempted to use the device to administer external pacing to a pt. The device allegedly displayed a "pacer fault" error message and use of the device was inhibited. A backup external pacing device was made available and used. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's viability.